Event description:
This report was rec'd via a return of cee on lens model 720/19.50(d). Add'l info was provided by the surgery nurse. A 64 yr old man had an implant of this iol (left eye) performed in 1999. Subsequently, the iol became dislocated and was explanted in 1999. Implant of a uv65a was done at the time of secondary surgery. A vitrectomy was also done. No other info was known by the nurse.